Manufacturer narrative:
A picture was provided showing the implanted iol. There appears to be dark marks/lines present on the iol. The exact location of the lines cannot be confirmed. No iol returned. Only lens case returned inside opened pouch. The used company (d) cartridge was returned. Viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. No damage only light stress observed. No root cause identified as no iol was returned for evaluation. Based on our observation of the attached photo, there appears to be dark marks/lines present on the implanted iol. The exact location of the marks/lines cannot be confirmed from the picture. A definitive determination of damage cannot be made without the evaluation of the physical product. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed dark marks/lines would not meet our current release criteria. A final root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched on the anterior of the optic after implantation. There is currently no harm reported for the patient and the lens remains implanted. Additional information was requested.